Manufacturer narrative:
Actual qty reported is 2 plates. Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the user facility.

Event description:
It was reported by a sales representative that a patient had experienced locking plates that had fractured postoperatively. A revision surgery took place in order to correct the issue with the locking plates.